Manufacturer narrative:
H4: the lot was manufactured from november 14, 2019 - november 15, 2019. H10: the actual devices were not available; however, a photograph of one sample was provided for evaluation. Visual inspection was performed to the photograph which observed a drop of solution near the spike port bonding area. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process. No actual samples were received and therefore no further sample evaluations could be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the infusion ports. The leaks were discovered during filling prior to patient use. There was no patient involvement. No additional information is available.